Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 complaint of error light keeps coming on and no alarm was unable to be duplicated when powering on device and testing. The device was tested for two hours running. Preventative measures were taken to replace pcp board. Replace cracked return tube. Tested pressure chambers serial numbers (B)(6) on a regulated air supply e4366 due apr 2021 and both were below specs. Calibrated pressure chambers (B)(6) to within specification on regulated air supply. Perform pm.perform all functional test passed.

Event description:
Investigation completed and summary in h 10.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 complaint of error light keeps coming on and no alarm was unable to be duplicated when powering on device and testing. The device was tested for two hours running. Preventative measures were taken to replace pcp board. Replace cracked return tube. Tested pressure chambers serial numbers (B)(6) on a regulated air supply e4366 due apr 2021 and both were below specs. Calibrated pressure chambers (B)(6) to within specification on regulated air supply. Perform pm.perform all functional test passed.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system's error light kept coming on. There was no patient involvement.